Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with this complaint and completed investigations. Failure analysis found the primary failure of thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a spark between the monopolar curved scissors (mcs) instrument and the insulation on the wrist of the fenestrated bipolar forceps instrument. This resulted in a burn and char on the insulation of the fenestrated bipolar instrument. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. There was appeared to be a spark spot on the distal housing of the fenestrated bipolar. A pin gauge was not used to inspect the cannula, it is usually done in central when trays are assembled. The customer noted arcing from monopolar to fenestrated bipolar instrument while cauterizing and retracting. It is unknown what type of energy was activated at the time. A monopolar instrument was not connected to a bipolar. The customer was using erbe generator but was not aware of what settings the generator was set to. The customer was also not aware of how long the instrument was in use prior to the arcing event, or what other instruments were in use. The customer confirmed that the instrument was in contact with the tissue when arcing occurred. It is unknown if the instrument tips were touching any staples clips, or sutures while energized. It is unknown if the instrument was removed at any time prior to arcing, or what the surgeon believes caused the arcing event.